Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was intermittently unresponsive for approximately the past month. Customer states the touchscreen is unresponsive to presses; however, does not occur all the time. During troubleshooting with tandem technical support the touchscreen was functioning as intended. Customer's blood glucose level was not impacted.